Event description:
It was reported the patient¿s ¿respiration while asleep was inconsistent at times¿ for a few days prior to report. The patient¿s implantable neurostimulator (ins) was checked on the day of report and found to be ¿normal¿ except the impedance of electrode 3 ¿was high comparted to previous results.¿ it was noted that electrode 3 was not in use for the patient at the time of report. The patient reportedly experienced ¿very bad coughs in (B)(6) 2014¿ and the patient¿s ins ¿seemed not to work as good as before after that.¿ further impedance testing was performed on (B)(6) 2015 and found ¿very high¿ impedances of ¿>40000¿ ohms. X-ray examination of the patient found the ¿left lead was broken¿ and the patient was scheduled for a lead revision on (B)(6) 2015 as a result. It was noted the patient used a continuous positive airway pressure (CPAP) machine at night instead of the ins for the two months prior to the surgery. During the replacement procedure, the operating physician found the ¿proximal end of the lead (near the lead-extension connector) was broken.¿ the patient¿s lead and extension were replaced at that time. It was noted the lead ¿broke in half¿ and was ¿further damaged by the surgeon during the removal.¿ one part of the broken lead was to be returned to the manufacturer for analysis, while the ¿other part was left inside the patient¿s body.¿ it was noted the ¿surgeon was aware that he abandoned the lead.¿ intraoperative impedance testing performed after the replacement surgery was complete found ¿normal¿ impedance values. The patient was noted to have been discharged three days after the replacement surgery and to have recovered without sequela. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found all conductor wires were broken 3.1 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# va029bk, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.